Manufacturer narrative:
The issue was resolved for the customer by reconnecting the rectal probe and cycling power to the unit.

Event description:
It was reported that the temperature deviation alarm alarmed. No impact to the patient occurred. After talking with the customer support line, the customer was able to fix the issue by disconnecting and reconnecting the rectal probe to the cable and restarting the unit.

Event description:
It was reported that the temperature deviation alarm alarmed. No impact to the patient occurred. Attempts are being made to gather additional details from the user facility.